Manufacturer narrative:
Concomitant medical products: dvfb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device alarmed and the patient was seen in the emergency department. It was also reported the right ventricular (rv) and superior vena cava (svc) coils displayed a drop in and low impedance. The patient was discharged from the emergency department, the lead remains in use, and no patient complications have been reported as a result of this event.